Manufacturer narrative:
The investigation for the positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. The root cause of the positioning issue was most likely patient movement due to the pump inadvertently pulled back by patient in confessed state as per the clinical description provided.

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient inadvertently pulled back the pump as the patient was in a [confused] state. Patient was taken to or for explant and exchange. New pump was inserted without any complications. The patient expired on a later date, there were no allegations against the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.